Event description:
It was reported that a customer experienced breathing problems and bleeding with a tracheostomy tube. This occurred during patient use. The tube was exchanged for a new device. The customer asked if there was a difference in the material and curvature of the new product. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4).